Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they were missing their values on their controller and had not set up the new replacement controller they had previously received. Once at the hospital the patients pod was removed. The patient had lab work administered. The patient was discharged from the hospital after 3-4 hours. After this event the patient was able to set up their controller with their doctor.